Manufacturer narrative:
(B)(4). The reported issue of the iipv (increased intraperitoneal volume) was verified in the event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device also received an external/internal inspection. Upon conclusion of the investigation, the cause was determined to be use error of setting the tidal total ultrafiltration (uf) removal too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:54:36. During night drain cycle 10, the patient's ultrafiltration reading was 2058ml, indicating the home patient (hp) drained 1458ml more than their maximum programmed fill volume of 1500ml. No additional information is available.